Event description:
A customer reported an issue where the insulin gauge displayed a different amount than expected, resulting in a discrepancy of over 15 units. The current fill estimate displayed in the tandem mobi mobile app did not match the actual insulin level, although it was not zero, and no gap was found between the cartridge top and the insulin level. There was no adverse impact to the customer¿s blood glucose level, with values not exceeding 500 mg/dl or dropping below 54 mg/dl. The customer decided not to load a new cartridge and opted to continue using the current one, indicating they would follow up if necessary.